Event description:
Consumer used the heating pad draped on the back of a chair and leaned against it to get heat to his lower back. He smelled burning and noticed that the chair had a small burn hole. No injury was reported with this incident.

Manufacturer narrative:
Consumer states he was leaning against the pad which is abuse of the product and a violation of the instructions and warnings provided. A prepaid label was sent to the consumer for return of the product. The consumer has not returned the product.